Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a scs explant procedure for an unknown reason. No further information could be obtained.